Manufacturer narrative:
Block b3: the date of the event was approximated to 11/1/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on an unknown date. During the procedure, did not deploy in the patient. The surgeon had to remove it. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.